Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message while wearing the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was unable to self-treat and received unspecified third-party medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.